Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the patient implanted with this product developed an infection. The patient was treated with antibiotics. The device was electively explanted three years later and the patient was upgraded to a bi-ventricular device.